Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Not available.

Event description:
Revision total hip trident 32mm insert. The insert was replaced with 36mm also metal 32mm head was exchanged for a v-40/c-taper adapter sleeve and 36mm biolox taper head.